Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burnt and melted c-cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and it was discovered that the c-cover was burnt and melted. The most probable cause of was due to component failure without any design or manufacturing issue and problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.